Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oversensing on the ventricular channel when the patient coughed. The oversensing caused inhibition of pacing. Programming changes were made and the patient was stable.